Manufacturer narrative:
The field event of premature battery depletion was confirmed. The device was below end of service (eos) when received. A longevity calculation was performed based on the programmed settings and usage data. The longevity calculations showed the battery was depleted prematurely. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery, and high voltage shock impedance were all tested and the device¿s function was normal. No sources of high current were revealed throughout bench and stress testing. The battery was analyzed by its manufacturer and there were no anomalies revealed. The cause of the premature depletion is undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.